Event description:
A nurse reported a system message that could not be cleared, displayed during a procedure. The system was switched out and the case was completed with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. As supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).